Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield skull clamp was involved in a slippage during a procedure. It is unknown whether an injury occurred during this event. Additional information has been requested.